Event description:
It was reported that during a planned device upgrade procedure, the pulse generator yielded erroneous battery longevity measurements upon interrogation. The device was explanted and replaced as scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found normal pulse generator characteristics.